Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, that roughly 15 seconds into the novasure ablation cycle, the patient went into complete asystole requiring cardiac compressions for roughly 15 seconds. The anesthetist stated that the patient had bradycardia during the dilation of the cervix. Full resus team was called and the patient stabilized and the decision was to reattempt the ablation with three anesthetists. The patient was known to have a complex cardiac history with recent runs of atrial fibrillation. The second attempt at ablation was completed successfully without further bradycardia. The patient was admitted overnight due to the cardiac status and will be monitored postoperatively. No other information is available.